Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed because the lot number was not reported. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date estimated d4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported as a general comment that this was a venotomy closure of a common femoral vein using the pre-close technique via a 14f sheath hole prior to an interventional procedure. Reportedly, when the plunger was withdrawn, the suture was not present, as a cuff miss occurred with a prostyle device. The suture of a new prostyle device was successfully pre-placed, and the interventional procedure was completed. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.